Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device has been serviced within the last 12 months. The current issue does appear as a repeat service event on (B)(6) 2021. The direct cause of the previous servicing was several components being corroded and replaced. All required service actions were completed in the last service cycle. This reported symptom "airline failure" was not evaluated for during the evaluation investigation due to the device having fluid intrusion preventing the device from powering on. Because the pump is no longer in its received condition the evaluation cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.